Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited loss of output when out of the pocket. The device was no longer used and a new device was implanted. The patient was stable post procedure.